Event description:
A report was received from the clinical study registry indicating that during a percutaneous coronary intervention, a pt's implanted stents had to be post dilated for hypoperfusion. The procedure was staged for cardiovascular safety. The main indication for the procedure was stable angina. The target vessel was the mid left anterior descending coronary artery (lad) described as 3.5 x 69mm long, de novo, not ostial, no major side branch involvement, a type c classification and total occlusion. The vessel was predilated at 16 atms and three cypher stents were implanted at 16 atms each. Each stent was also post dilated with 3.5 x 15mm balloon at 16 atms for insufficient flow. No procedural complications were reported and the pt was discharged the following day on aspirin, clopidogrel, antidiabetics, statins and beta-blockers. The pt was asymptomatic at the one month follow up, but returned for the planned stage procedure to treat the right coronary artery. The 35% stenosis (luminal narrowing) of the previously stented mid (lad) was noted. No treatment was conducted.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same pt reported under manufacturing numbers 9616099-2008-01048, 9616099-2008-01049 and 9616099-2008-01050. Pt code #2200 - insufficient flow. Additional information will be submitted within thirty days upon receipt.